Event description:
It was reported noise was observed on the right ventricular lead. The pulse generator was reprogrammed to decrease ventricular sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.